Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown gynecologic procedure, the blade was broken when it was connected with the hand piece. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.